Manufacturer narrative:
Visual inspection, material analysis, device history review, complaint history review, risk assessment. The cage was confirmed to be fractures upon visual inspection. Material analysis was performed on the returned products. It was found to be fractured due to over application of force. No material or manufacturing defects were found. The plausible root cause of this event is user error - over application of force.

Event description:
It was reported that; it the cage was broken during the insertion with impactor, another new cage was inserted but it broke again, 3rd cage was successfully inserted without breakage.

Event description:
It was reported that; it the cage was broken during the insertion with impactor, another new cage was inserted but it broke again, 3rd cage was successfully inserted without breakage.